Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device could not be sealed. Regrasp alert, end tone and energy delivery were unknown. There was no patient injury.